Event description:
Customer reported unexpected negative reactions with capture-r ready ID (crrid) in a patient sample with a known anti-cw.

Manufacturer narrative:
The returned sample was tested with retention crrid, on an in-house galileo. Negative reactions were observed. The returned sample was tested manually with retention crrs(4), lot. K172. The sample showed a +/- reaction in cell 1, indicating a possible anti-cw.additionally, the sample was tested by manual tube method with retention panoscreen I, ii and iii, lot. 06508 at 4°c, rt, 37°c and at iat. The sample was qns to test cell iii. The antibody reacted in all temperature ranges on cell 1, indicating a possible anti-cw; it is most probable an igm antibody with a weak igg component.